Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated alarms and "add gel and replace belt" messages was an intermittent connection from the distribution node to the rear therapy electrode of electrode belt. The reported problem was seen when the cover from the distribution node was removed. It was noticed that the ground and gel fire wires were broken off the board. The electrode belt was repaired, retested and restocked. The root cause of the open connections cannot be positively identified but was likely due to strain placed on the cable by the patient. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.

Event description:
The son of a male patient contacted lifecor customer support to report that his father's monitor would alarm every hr and then say "press ok" on the monitor. Support requested a manual recording and download. Support reviewed the download and the flag report revealed that there was gel deployed. Patient's son did not believe any gel was released. Support had the patient's son recycle the battery. When the battery was reinserted into the monitor, the monitor read "add gel or replace belt". Support had the patient's son recycle the battery 2 more times, and it continued to give a similar reading on the monitor. In 2007, a lifecor patient service rep (psr) swapped out the electrode belt. There was no mention of gel being deployed.